Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was found not seated properly. The connection was cleaned. The system was then found to be operating as intended.

Event description:
The customer reported the system intermittently failed to display an image. No report of pt injury.